Manufacturer narrative:
Ortho performed retain testing, r and d testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report false negative result with patient testing for antibody screen using 3% surgiscreen cells lot# 3ss406 exp. 12/12/2017. Customer states that as part of methodology comparison studies, a patient sample was tested with a lot of 0.8% selectogen and yielded a 3+ result with cell# 2 for e antigen reactivity in gel method. Same sample was tested in tube with surgiscreen lot# 3ss406, and result for all cells was negative. Customer states that product has exhibited weak reactivity with confidence qc however it has now affected patient testing. Issue started on: (B)(6) 2017, frequency: one patient, sample ID: patient sample. Microtubes/wells or cell (donor #) affected: cell#2, e antigen positive cell, methodology used: tube testing, incubation time (for manual test only): 15 mins, pattern observed: false negative, reaction grade obtained: neg, customer was expecting: reactivity. Test repeated: yes, result obtained by repeating: same result, method used to repeat: tube testing. Qc for 3% surgiscreen lot 3ss406 has passed however with weakened reactivity. Customer states that instead of usual 3 to 4+ reactions, he has gotten 1 to 2+ strengths. Tsc not able to retrieve lot of confidence kit qc, customer frustrated and wants replacement set. Customer performed panel workup, and anti-e was identified. Reagent looks visually ok, no hemolysis present. Tsc obtained all pertinent lot information. Tsc will generate investigation. Tsc will send customer replacement set.